Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire detached inside the patient's pancreatic duct. Attempts were made to retrieve the detached tip using biopsy forceps and rat toothed forceps however, it was unsuccessful. A second jagwire guidewire was used however, the hydrophilic coating peeled. The procedure was completed using a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results reveal on (B)(6), 2014 that the pebax section was damaged, exposing the corewire tip.

Manufacturer narrative:
(B)(4). A visual analysis of the device revealed that the pebax section was damaged, exposing the corewire tip. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The complaint was confirmed. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire detached inside the patient's pancreatic duct. Attempts were made to retrieve the detached tip using biopsy forceps and rat toothed forceps however, it was unsuccessful. A second jagwire guidewire was used however, the hydrophilic coating peeled. The procedure was completed using a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 20, 2014: according to the physician, a repeat CT scan was performed to the patient and they identified that the detached hydrophilic tip was still lodged in the pancreatic duct. The patient was referred to a pancreatic specialist at (B)(6). Upon another ercp procedure, the detached hydrophilic tip had since dislodged and was gone.